Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that they got their stimulator to help with bladder and bowel and it was helping with their issue of peeing a lot until 2021 in the last 6 months or so when they noticed they were peeing a lot and they noticed, every now and then, a strong pain up their vagina that hurts like hell, it has been shocking them. . Beeping was heard at that time during the call and pt said they were trying to using their 3037 programmer. Pss offered to assist. Worked with pt and their programmer and initially pt encountered: poor communication screen. Pt changed the batteries, repositioned the antenna, unplugged and replugged the antenna, tried the stim off and synch buttons and tried without the antenna but the poor communication screen was not resolved. Reviewed the possibility that poor communication was caused because the ins battery may have become depleted and the programmer cannot connect to it. Reviewed their issues should be addressed by their managing doctor. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.